Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (b)(6) 2026, a 30-25mmAmplatzer Talisman PFO Occluder was chosen for implant to treat Patent Foramen Ovale (PFO) using an unknown delivery system. During device preparation, the right atrial disc was observed to be swollen and bulging. The physician confirmed that the device exhibited this appearance prior to implantation. The physician proceeded with implantation; however, during fluoroscopic assessment, the right atrial disc remained persistently swollen. As a result, the device was not released and was removed from use. A replacement Amplatzer Talisman PFO Occluder was opened and implanted to complete the procedure. The deformed device was never released from the delivery cable while inside the patient. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.